Event description:
The pt was diagnosed with 80% stenosis in the lad, 40% stenosis in the mid left circumflex, 85% stenosis in the distal left circumflex, and 85% stenosis in the mid rca. The pci was conducted in the rca. A 2.75 x 23mm cypher stent was implanted in the ostium of the rca, a 2.5 x 33mm cypher stent was implanted in the ostium of the rca, a 2.5 x 33mm cypher stent was implanted in the mid rca and 2.75 x 33mm stent was implanted in the lcx. Two years later, a 3.0 x 16mm liberty stent was implanted in the lad. A year and a half later, angiography showed the 2.5 x 33mm cypher stent implanted in the mid rca to be fractured. There was in-stent-restenosis and 40% occlusion in the distal rca. Films will be returned for evaluation.

Manufacturer narrative:
This device (lot i0106043) is distributed outside the united states; however, it is similar to a united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.